Event description:
On 10/24/2023, it was reported by a distributor via (B)(4) that an ar-9625 3.0mm hex driver tip broke while inserting the peripheral screw into the baseplate. The driver was properly secured into the ratcheting handle on the correct setting (forward/lock). This was discovered during an unspecified procedure. Additional information received on 10/31/2023: this was discovered during a reverse total shoulder arthroplasty on 10/11/2023. The fragment of the broken driver was easily retrieved, with no fragments left in the patient. The case was delayed momentarily when removing the broken driver and attaching the 2nd ar-9625 from the set to complete screw insertion with no issue to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this condition is excessive force/friction during use or insertion.